Manufacturer narrative:
H3: product analysis # (B)(4), product:9560524, lot no: my09l001. Analysis confirmed that deformation of the handle screw thread and deterioration of the cable, joint, bearing, and burr clamper were observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a flex arm used for spinal therapy. It was r reported that there was a loss of the anti-drop/drop-prevention part of the arm fixation screw. Event occurred during post-op and there was no patient involved in this event. There were no further complications reported regarding the event.